Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The technical service representative (tsr) explained the alarm and advised the cg to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance was contacted by the caregiver (cg). The cg stated they were not able to determine the cause of the system error 2240. The cg stated they did not notice any defects or connection issues with the setup the day of the alarm. The cg stated the hp has had no injury or medical intervention from this incident and has been performing therapy fine. There were no further details.